Manufacturer narrative:
Foreign: (B)(6). User facility: (B)(6).

Event description:
Information was received that a smiths medical portex csecure spinal and epidural needle assemblies - minipack leaked medicine and did not lock during pre-testing in a hospital op recovery room. The reporter also stated that the patient "had a hard time in breathing". Additionally, it was noted that no medical intervention was required. No additional adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: two spinal needles, catheter connectors, epifuse epidural luers, luer slips, and a flat filter were returned from the customer for investigation. The returned components were accompanied by a certificate of safe handling. From the complaint description it was determined that the component which leaked and did not locked was the catheter connector component. The affected components were tested against the requirements and no issues were found. The returned items passed inspection. No leakage was observed. Based on the investigation, the complaint allegation was not confirmed. No fault was found with the device or its components.